Event description:
During a period of time between 5/97 and 8/97 pts became infected 35 to 53 days post-op. This occurred in three separate pts with four different grafts and two cardiovascular patches. All incidents occurred at same hospital, same physician performed all procedures. All pt were treated with antibiotics during and post-op.